Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 09/24/2008 and 10/08/2008 by fax, mail, and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 10/22/2008.

Event description:
A surgeon reported a patient that had a posterior capsule rupture during intraocular lens (iol) implant surgery. An anterior vitrectomy was performed and at a later date, a yag laser procedure was done. The patient also experienced glare and intermittent floaters; and is not happy with the outcome. The surgeon does not feel this event is lens related and last saw the patient in 2007. Additional information has been requested.